Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign particles were observed inside a plexitron solution set. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device and two sample photos were received for evaluation. A visual inspection of the device and sample photos were performed, and two dark brown spots were identified on the camera; the seals were intact on the packaging. The spots were identified as incrustation by degradation of the same material generated during the molding process. The reported condition was verified. The cause of the condition is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.